Event description:
It was reported that the entire system was explanted due to vegetation identified on the right ventricular lead, and infection and endocarditis were also reported. Culture testing revealed methicillin-sensitive staphylococcus aureus. It was also reported that chronically low impedance measurements and intermittent undersensing of p-waves was observed associated with the right atrial lead. It was also reported that noise was observed on a non-sustained ventricular tachycardia episode associated with the right ventricular lead . Both leads were explanted and not replaced. No further patient complications have been reported as a result of this event. The system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation (mio) damage, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that there was vegetation identified on the right ventricular lead, and infection and endocarditis were also reported. Culture testing revealed (B)(6). It was also reported that chronically low impedance measurements and intermittent undersensing of p-waves was observed associated with the right atrial lead. It was also reported that noise was observed on a non-sustained ventricular tachycardia episode associated with the right ventricular lead . Both leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.